Event description:
N/a

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had multiple alarms. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had multiple gas loss and gas gain alarms after the patient ambulated from the bathroom. It was troubleshot by pressing the iab fill key multiple times but the pump provided autofill failure alarms. The customer was in the process of switching to another cardiosave pump at the time of the call. There was no blood discoloration or flakes in the helium tubing and all connections were secure. Once the pump was switched to another cardiosave, another gas gain alarm appeared which was solved by the iab fill key. The physician was consulted due to rounding peaks of the balloon waveform, and a later follow up revealed the balloon catheter was removed and it was to be replaced.

Event description:
(B)(6), a ccu rn, called requesting assistance with multiple alarms. She reported the pump had provided multiple gas loss and multiple gas gain alarms after the patient ambulated from the bathroom. She had troubleshot the alarms by pressing the iab fill key multiples times, however the pump provided autofill failure alarms. (B)(6) and her colleague were in the process of switching to another pump at the time of call back. She verified that there was no blood, discoloration, or flakes were in the helium tubing and that all connections were secure. Once the pump was switched to another pump, another gas gain alarm appeared (pump #2). She troubleshot by pressing the iab fill key, which resolved the alarm for less than one minute. I reviewed a screenshot of the iabp monitor which revealed a possible restriction with evidence by the rounding peaks of the balloon waveform. Esp team recommended nursing interventions to assist with the possible restriction like repositioning and assessing the insertion site. Esp team also recommended consulting the physician due to the multiple gas loss/gas gain alarms that continued despite proper troubleshooting. Esp team explained to trinity IFU recommendations that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. She stated she would follow the recommendations provided and follow up with esp team directly. No patient harm or injury reported.

Manufacturer narrative:
Other contact person: (B)(6) (rn). A supplemental report will be submitted upon completion of our investigation.